Manufacturer narrative:
A complaint investigation was conducted for the architect hbsag reagent lot 82107fz01 to address the customer¿s observation of potential nonreactive results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Clinical sensitivity testing was performed using an in-house retained kit of lot 82107fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect hbsag reagent lot 82107fz01.

Event description:
The customer observed falsely decreased architect hbsag results for a 50-year-old male chronic hepatitis b patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID (B)(6), initial result, on (B)(6) 2026, was 0.02, repeat result, under sample ID (B)(6), was 0.01 iu/ml. The sample was tested using an autobio assay and the result was positive. A different sample was tested for this patient, sample ID (B)(6), and the result was 0.07, repeat result, under sample ID (B)(6), was 0.08 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 06c36, that has a similar product distributed in the us, list number 04p53, and a PMA number of p110029.

Event description:
The customer observed falsely decreased architect hbsag results for a 50-year-old male chronic hepatitis b patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2026, was 0.02, repeat result, under sample ID(B)(6), was 0.01 iu/ml. The sample was tested using an autobio assay and the result was positive. A different sample was tested for this patient, sample ID(B)(6), and the result was 0.07, repeat result, under sample ID (B)(6), was 0.08 iu/ml. There was no impact to patient management reported.